Manufacturer narrative:
Concomitant medical products: 693558, lead. Implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there may have been telemetry issues with the patient¿s implantable cardioverter defibrillator (ICD). Follow-up with the patient¿s clinic to confirm or deny the telemetry allegation was unsuccessful. The ICD remains in use. No patient complications have been reported as a result of this event.